Event description:
The customer reported that the system was shutting down on its own during use. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following components were reseated: all system circuit boards, the workstation cable connections and fuses. The 5v fuse connectors were cleaned and reseated. The system was then found to be operating as intended.